Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported about her son who received a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer was unable to test his glucose level and experienced "fall", seizure and loss of consciousness. Paramedics was called who diagnosed the customer with hypoglycemia and was treated with glucose via IV by the hcp and food and juice by non hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's mother reported about her son who received a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer was unable to test his glucose level and experienced "fall", seizure and loss of consciousness. Paramedics was called who diagnosed the customer with hypoglycemia and was treated with glucose via IV by the hcp and food and juice by non hcp. There was no report of death or permanent impairment associated with this event.